Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
It was reported the patient experienced pain at the ipg implant site due to the size of the device. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a smaller model. The issue was resolved.